Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe was not able aspirate during use with an unspecified bd syringe. The following information was provided by the initial reporter: consumer reported, cannot draw insulin into syringe.

Event description:
It was reported that the syringe was not able aspirate during use with an unspecified bd syringe. The following information was provided by the initial reporter: consumer reported, cannot draw insulin into syringe.

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 1c syringe. Customer states that they cannot draw insulin into the syringe. The returned syringe was examined and exhibited a jammed/deformed stopper in the barrel. Unable to perform DHR check for difficult/unable to operate due to unknown lot number. Process summary: the automatic syringe assembly machine feeds 1cc/ml, syringe components (barrel, stopper, plunger) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. Due to the unknown material and batch it is not possible to review the DHR, quality notifications, or maintenance dispatches. A root cause cannot be determined. H3 other text : see h.10.